Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that customer experienced low blood glucose level. Customer experienced low blood glucose level in the range of 40 mg/dl. Customer treated low blood glucose level with food. Customer¿s current blood glucose level was 138 mg/dl. Customer experienced unusual drops during last infusion set change. Customer stated that the insulin pump was worn during x-ray. Customer had been using insulin pump system within 48 hours of low blood glucose event. Auto mode feature was not activated at the time of low blood glucose event. Insulin pump had passed displacement verification test. The insulin pump will not be returned for analysis.